Event description:
It was reported that the capture management increased the voltage, which lead to early battery depletion. Further information was received indicating that the device had been unable to determine capture threshold and increased the voltages. During the changeout procedure, the lead was tested, and no issues were found. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.